Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device users were unable to find the kit. The technical support specialist had suggested change in the future release user guide as the reported issue is the intended behavior of this feature, per page 56 of the 1.6.1 medstation user guide. No further information was provided by the technical support specialist or customer regarding the reported issue. No additional information was available.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es users were unable to locate the lorazepam 2mg/1ml injection + key kit in pyxis when searching for "ativan," which led to delays during emergencies. The kit entry did not appear under the brand name, even though nurses commonly searched using "ativan" instead of "lorazepam." This caused confusion, incorrect removals, and potential risks in urgent situations like seizures and acute anxiety. Although no harm occurred, the issue had high potential for impact and needed investigation to ensure search results included brand names for faster access. There were no adverse events or injuries reported based on this incident.